Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door hasp functioned as intended. A field service engineer suggested moving the location of the locking mechanism, but the customer requested that it was left on its current position to prevent other users from potentially being impacted by not being aware of the lock's location. The customer will work with the engineering team to decide on other possible solutions. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager door hasp hit a user in the head. The impact caused a small abrasion on the user's forehead that did not require any medical attention. The affected user was reported as being ok. There were no adverse events reported based on this event.

Manufacturer narrative:
Supplemental MDR was submitted to recall MDR no. 2016493-2023-01233 as the event did not involve a registered medical device. The smart remote manager is a locking mechanism that attaches to the customer's med refrigerator unit. The affected user did not require any intervention or suffered any harm after being impacted by the latch mechanism.

Event description:
It was reported by the customer that a bd pyxis medstation es system remote manager door hasp hit a user in the head. The impact caused a small abrasion on the user's forehead that did not require any medical attention. The affected user was reported as being okay. There were no adverse events or serious injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-nov-2021 to 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that a pyxis medstation es door unlocked and hit a user in the head. A field service engineer confirmed that it was not a serious injury and the user's report was normal. The pharmacy manager wanted to leave the locking mechanism where it was as he feared it would hit more people if it was lower due to it not being as much in their visual field. The system functioned as intended.